Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have one or more of the housing snaps broken. The broken piece was returned, measuring roughly 2.48mm x 2.28mm in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps do not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. .

Event description:
It was reported that during central processing, the head of the force bipolar instrument pulled apart. There was no report of patient involvement.